Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus korea, there was the possibility that this phenomenon was attributed to the ignition function failure or the aging degradation of the examination lamp, due to long term use. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for an unspecified procedure using the subject device at the user facility, the emergency lamp of the subject device lit intermittently. The repair center of olympus (B)(4) checked the subject device and found that the examination lamp was malfunctioned due to the failure of the igniter. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.